Event description:
On 7th october 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the lens got stuck in the injector resulting in prolonged surgery.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck inside the injector resulting in prolonged surgery. The additional information received identifies that the patient is experiencing visual impairment/disturbances, iol increase, infalmmation and capture rupture is also reported. The cause for this cannot be established from the limited information available as there is no indication of lens implantation as the verbatim description received states that the lens failed to inject. The injector is reported to have been removed from the blister tray prior to ovd being inserted and the flaps closed, a deviation from the IFU. The rayone IFU states that the injector should remain in the blister tray until ovd has been inserted and the flaps of the injector fully secured. The surgeon experienced resistance during injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone spheric rao100c batch 123229980 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 123229980.